Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the saturday prior to the report, the patient experienced unexpected stimulation in his left leg. The patient said this was the same feeling as when he increased stim intensity to 3 or 3.5. The ins was off at the time of the event and he had zeroed out all of his groups. The patient said the stimulation would pulse every few seconds and it went on all night long. The ins was turned on yesterday and everything was working fine with the device and therapy. No further complications were reported.

Event description:
Additional information was received from a consumer related to the previously reported event. It was reported that the event woke the patient up from sleep at around 1am and the pulsing continued for approximately 24-30 hours with approximately 2 seconds between pulses. The patient also reported their weight at the time of the event. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.